Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. The device was returned to the biomedical department from the 2l medical unit or 2l surgical unit with a report of software error. No specific patient information no tracking information, pump programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During review of the device history, an unspecified whitescreen error was noted. The customer contact indicated that the device was reset and then the device was returned to clinical service. Though requested, no additional information was provided.